Event description:
Global pharmacovigilance (gpv) received a report from an (B)(6) nurse of peritonitis and death in a female patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). The nurse indicated the patient experienced peritonitis on an unknown date. Treatment for the peritonitis was not reported. During a follow up call, the nurse stated the patient died on an unreported date in 2011. The cause of death is unknown. It was unknown if an autopsy was performed. It is unknown if the baxter products or devices were causally related to the event of peritonitis or death.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available or upon completion of evaluation, a follow up report will be submitted.